Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2018 with the following findings: review of the black box data revealed records from the date of the event, 10-nov-2017, had been overwritten due to continued use of the device. There was no evidence of power on reset events in the available black box data. On investigation, the battery compartment was confirmed to be cracked and the threads on the returned battery cap were stripped. Investigation confirmed the alleged damage. With the damaged battery cap in place, electrical connection could not be maintained. With a test cap in place, electrical connection was adequately maintained for testing. The pump successfully completed ez-prime steps and was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue on (B)(6) 2017. The battery cap and battery compartment were reportedly cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.